Manufacturer narrative:
The pump came to acsi with the force gauge reading at 0 kg. The gauge worked as expected for a few compressions then stuck at 30 kg momentarily, then released and returned to 0. Nothing external or internal indicated that there were any modifications or misuse of the device. The pushrod assembly was not stuck in the transfer spring, however when removing it was somewhat rough, especially the last third of the pushrod. The pushrod loosened up after some manipulation. The components were reassembled and the force gauge returned to zero. The force gauge worked smoothly and did not get hung up again after several compressions. The force gauge was verified on a scale (force gauge kg/scale kg; -15/-14, 50/48) all within specification. The gauge returned to zero after each compression/decompression. It is thought that excess loctite was on the pushrod stem. When the pump was compressed the pushrod must have gotten stuck in the up position causing the gauge to read high and not return to zero for a time.

Event description:
Out of box failure. No patient involvement. Force gauge not in calibration and stuck in compression mode.